Event description:
A 38 yr old male admitted for orif of right index finger. 2.0 cortical screw broke while inserting into 2nd metacarpal at normal tension just under the head of screw. The screw head and small portion of screw was removed. The remainder was unretrievable.